Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was "zoning out", dizzy, and not feeling well at during their clinical visit. It was noted that they experienced one low flow alarm over the weekend and log files were submitted for further evaluation. The log file captured 124 pulsatility index (pi) events and a single low flow flag between (B)(6) 2025. There were no other unusual events recorded in the log file event history. The mechanical circulatory system equipment appeared to be operating as intended. It was later reported that the cause of the low flows was not identified and that they self-resolved. The nurse reported that the alarms went off briefly and that the patient also reported to have a history of low flow alarms and received low flow adjustment software. The patient also reported that their symptoms of zoning out and dizziness has been ongoing for several weeks and it was noted that the patient has a chronic urinary tract infection. An electroencephalogram was performed and was normal. Several episodes of nonsustained ventricular tachycardia on telemetry was observed. Electrophysiology was consulted and an implantable loop recorder was placed.

Event description:
It was further reported that the patient was placed on amiodarone for "ectopy" from (B)(6) 2024 to (B)(6) 2025 and stopped due to long term toxicity risks. The arrhythmia was thought to be therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. Analysis of the submitted log files could not confirm the reported low flow alarm. A specific cause for the event could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. Of note, several pulsatility index (pi) events were captured within this time period, which would have overwritten older events, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, revision d, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.